Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received shocks. Upon interrogation, the device was found to be in backup vvi mode. A device download was performed successfully, and the device was reprogrammed to previous programmed settings.